Event description:
As reported by the user facility: cracked when using tpn/lipids. Blood leaked from the umbilical artery catheter. Additional info provided by the facility indicated the neonate suffered a 3cc blood loss from the leakage. The hematocrit level before leakage was 32.4. It was reported due to baby's low hematocrit level prior to the reported incident, a blood transfusion was going to be done. After the incident occurred, it was decided not to draw another hematocrit to just go ahead with the transfusion. The reported 3cc blood loss associated with the reported incident was not the immediate cause of the transfusion. This was confirmed by the reporter with the physician. The baby is stable at this time and had suffered no adverse sequela associated with the reported incident.

Manufacturer narrative:
Additional lot # 60988823, expiration date: 06/30/2011. Additional MFR date: 12/2008. The actual stopcock in the reported incident was returned to the MFR to be evaluated. A vertical crack was noted along the whole length of the inline female luer taper. The crack was not on the knit line, and was noted to be irregular in shape. The mating part to the cracked taper was not returned for evaluation. The male luer of the adapter on the stopcock and the two female tapers on the returned sample were tested to iso 594/1, 594/2 standards and were found to be acceptable. The crack did not appear to be related to the mfg process of the part. The observed crack appeared to be consistent with cracks that may occur with a combination of solutions used, length of exposure, luer taper connections and user technique. However, no specific conclusions can be drawn. There are no other reports of this nature against the reported possible lot numbers. The sample and all available info has been provided to the actual MFR for further evaluation.